Event description:
It was reported that a patient presented remotely via merlin. Net. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have exhibited post-paced t-wave over-sensing. Corrective programming changes were recommended but were reported to have been made. The patient was in stable condition.